Manufacturer narrative:
As received, a complete lead was returned in one piece with stylet found stuck in the lead. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage.unable to remove the stylet inside the lead due to overtorqued inner coil inside the connector region. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. The measured full helix extension length was within specification. The reported events of difficulty moving the stylet and helix not fully extending were confirmed. The cause of the reported events was isolated to the helix being clogged with blood and overtorque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the physician experienced difficulty moving the stylet in the right atrial (ra) lead and also noted the helix would not fully extend. The stylet difficulty was suspected to be due to a lead malfunction. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.